Event description:
It was reported that approximately two months post port device implant, during hospital admission for chemotherapy treatment, the port catheter was allegedly found detached and migrated to the right atrium, which was demonstrated by radiographic imaging. Reportedly, the detached catheter piece and the migrated catheter piece were both removed. The patient was stable and discharged post removal procedure.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one MRI hard-base port with catheter in two segments was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for complete catheter fracture, specifically for catheter fracture due to pinch-off, as the shape of the catheter lumen at both break ends was elliptical and the break edges were observed to be jagged. The 9 cm depth marker on the catheter surface appears to be worn. The definitive root cause could not be determined based upon available information. Mechanical, physiological, chemical, usage, patient and/or placement factors may have contributed to the reported event. It is unknown if procedural issues contributed to the reported event. The observed elliptical shape of the catheter lumen at both break ends and the worn depth marker at the break site are consistent with characteristics of complete catheter fracture due to pinch-off which occurs due to compression of the catheter within the clavicle/first rib region. Catheter pinch-off may have contributed to the reported event. Procedural issues may have contributed to the reported event.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 01/2023).

Event description:
It was reported the port catheter allegedly detached and migrated to an unknown location. It was further reported that radiographic imaging demonstrated detachment and migration of the catheter. Reportedly, the migrated piece and the catheter were both removed. The patient status is unknown post removal procedure.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: although the sample was not returned for evaluation, one electronic photo and two radiographic images were provided for review. The investigation is conclusive for a complete subcutaneous break in the catheter, as the photo review confirmed that the catheter was separated at approximately the 9 cm marker. There was discoloration observed on the distal catheter fragment towards the distal end. The cath-lock appeared to be seated over the port stem and catheter with the radiopaque ring oriented distally. Per the image review, a right internal jugular central venous catheter was observed and the catheter tip was observed to be over the svc in image 1 and in image 2, the presence of the right internal jugular central venous catheter could not be determined. Per the image review, no imaging was sent to show the catheter embolism. The definitive root cause could not be determined based upon available information. Mechanical, physiological, chemical, usage, patient and/or placement factors may have contributed to the reported event. It is unknown if procedural issues contributed to the reported event.

Event description:
It was reported that approximately two months post port device implant, during hospital admission for chemotherapy treatment, the port catheter was allegedly found detached and migrated to the right atrium, which was demonstrated by radiographic imaging. Reportedly, the detached catheter piece and the migrated catheter piece were both removed. The patient was stable and discharged post removal procedure.